Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose. Customer stated he is concerned about his insulin pump delivering insulin. Customer treated himself with bolus. During troubleshooting the insulin pump seems to be working. Customer is unable to run the high pressure test, since he only had two infusion sets. Customer will call back for high pressure test. The blood glucose reading was 481mg/dl. No additional information provided.